Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. A replacement cable was sent to the customer. Additionally, cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was over 500mg/dl. Customer administered manual injections to address bg level.